Event description:
Same case as 6000089-2006-01382. It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, a restenosis occurred. Two taxus express2 drug eluting stents 3.5x12mm and 3.0x8mm were implanted in 2005. The patient reported that after the procedure, "she continually felt fatigued rather than having an increase in energy usually experienced after the stent procedure." Radioisotope cardiac scans were normal and she had no heart damage or other symptoms. Who had a repeat angiography five months later where restenosis was found. The physician was unsuccessful in treating the restnosis and the patient was sent for bypass the next day. Restenosis of both taxus stents was confirmed with the physician's office. Additional information has been requested but is unavailable.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filled.